Manufacturer narrative:
Smiths medical inc. Is unable to perform a complete investigation as the user facility did not record the lot number and has no sealed package to confirm their report. If the face mask were missing, it would be visible through the package at the user facility, as the packaging for this device is clear, and should have been noticed prior to use. The history of this report reveals that it is probalbe that the mask was removed from the package and the rest of the unit not disposed of. Someone else would go to use the unit and not realize that it had been opened previously. The hosp audited their inventory and no other packages were missing the mask. The supplier investigation states that a potential cause, although unconfirmed, is operator error. The supplier has retrained their related personnel on related procedures and added a double check for inclusion of the mask in the packages.